Event description:
The plaintiff's atty alleged that the decedent experienced a sudden cardiac event after use of the prod and subsequently expired the same day.

Manufacturer narrative:
This is one event for the same pt involving two separate products.